Manufacturer narrative:
(B)(4). The customer returned one, opened ra catheterization kit for analysis. No signs of use were observed on the returned components. The customer also returned one photo. The shows a portion of the distal wire advanced through the needle where the kink is visible; however, upon return, the wire was retracted into the catheterization device. Visual analysis revealed that the guide wire was kinked at the distal end which would have been protected within the guide wire tubing and with the swg handle retracted to the proximal end of the swg tube during normal assembly and packaging. Microscopic examination confirmed the kinking and revealed that the distal weld was secure and intact. The kink in the guide wire measured 17mm from the distal tip. The guide wire length from the distal end of the handle to the distal tip measured 5 1/8", which is within the specification limits of 5 1/32"-5 7/32" per the catheterization device graphic. The guide wire outer diameter measured 0.436mm, which is within the specification limits of 0.432-0.457 mm per the guide wire graphic. Little to no resistance was observed as the guide wire was advanced through the needle. Performed per IFU statement, "remove guard. Trial advance and retract guidewire through needle using guidewire handle to ensure proper function. Where provided, catheter hub wing clip may be removed if desired. Stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." A manual tug test confirmed that the distal weld was secure and intact. Manufacturing was previously contacted as part of this complaint investigation. They confirmed that this defect is unlikely to have occurred during the manufacturing-assembly process. Additionally, during assembly, a 100% inspection is in place to check for guide wire damage and to ensure that the guide wire can pass completely through the cannula. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged. If resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked 17mm from the distal tip. During assembly and shipping, the swg handles are placed at the proximal end near the swg tube/hub, so the guide wire would have been protected within the swg tubing. However, the customer provided image shows the swg advanced out of the distal tip of the needle. Manufacturing previously confirmed that the guide wires are 100% inspected for damage and functionality. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report, the sample received , and the comments from manufacturing, the root cause cannot be determined at this time as it is unknown when the damage occurred. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported upon opening the product, the guidewire was bent. No patient invovlement was reported.

Event description:
It was reported upon opening the product, the guidewire was bent. No patient invovlement was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of guidewire kinked prior to use was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not alter the catheter, guidewire, or any other kit/set component during insertion, use or removal." The complaint of guidewire kinked prior to use was able to be confirmed by the photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported upon opening the product, the guidewire was bent. No patient invovlement was reported.